Event description:
The lead was attempted on (B)(6) 2011, but due to high thresholds and lv stim md opted to use different lead. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).